Event description:
The device was replaced because of a sudden loss of stimulation and increased akinesia during a CT scan. Telemetry was not possible.

Manufacturer narrative:
Device analysis revealed broken welds at bondwires pads on the hybrid circuit board. As a result of an internal audit, this report is being submitted.